Event description:
A customer obtained erroneously high troponin (accu tni) results for three patients. The initial results were: 0.71, 5.35, and 2.85ng/ml for patients 1-3, respectively. The original samples were re-tested and and lower results were obtained. Patient 1 and 2 samples were tested on a different instrument and "negative" results were obtained. The results were reported out of the lab. The customer did not report any affect to patient attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in bd lithium heparin tubes and sampled from insert cups. Qc was out of specifications low two days prior to the event, and upon contact with customer technical service (cts) it was "barely" within specifications. A system check performed in 2009 met specifications. Per customer, no errors were posted to the event log. A field service engineer (fse) was dispatched: a) the fse performed qc and diagnostic testing with good results. B) the fse verified repair per established procedures and results met published performance specifications. C) sample handling was discussed with the customer. Although pre-analytical sample handling factors may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.